Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. Charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, remaining attached at the base and tip of the hot jaw. No visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test, it was activated when the power was switched on, and the toggle switch was activated. Visible steam was noticed. Based on the results of the evaluation, the reported failure mode ¿failure to deliver energy¿ was not confirmed but the analyzed failure ¿material twisted/bent; wire¿ was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.